Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01913. It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapy delivered by right ventricular lead caused by of far p wave over-sensing. The patient was discharged and referred to the physician for evaluation. Device interrogation revealed loss of atrial and ventricular capture, with asynchronous pacing. A chest x-ray confirmed that both the right atrial and ventricular lead were pulled back. Programming interventions were made to disable therapy.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was discharged in stable condition.